Event description:
Complainant alleged that while attempting to defibrillate a pt in cardiac arrest, the device failed to charge the selected energy and displayed a "pacer fault 117" message. Complainant indicated that the clinician immediately obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired however it was not a result of the reported malfunction.